Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro function circuit board was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800md locked up during use and needed to reinitialized in order to function. There was no adverse patient involvement reported. There was no patient information reported.